Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Upon visual inspection, engineering confirmed that the gel had separated from the ring. Based on the condition of the returned unit, it is likely the reported event was caused by minor inadequate manufacturing of the gel which was further propagated into significant gel separation during use, which caused the leakage. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary to ensure the performance and safety of its products. This report is the follow up report for medwatch report # 2600320000-2018-8124 received from the FDA via mail on 15nov2018.

Event description:
Procedure performed: laparoscopic low anterior colon resection with handsewn colonal anastomosis event description: medwatch report # 2600320000-2018-8124 received from the FDA via mail on (B)(6) 2018. While using the gelport laparoscopic system the physicians noticed that the pneumo was not staying at the level that is should be and kept dropping making it difficult to operate. They started looking at instruments and ports to determine if there was a leak somewhere and it was at this time that they noticed that the gelport has a hole in it and was causing them to lose pneumo. The gelport with the hole in it was removed and replaced with a new gelport that was functioning properly and continued the surgery without further incident. Date of event: (B)(6) 2018. Additional information received via email on (B)(6) 2018 from hospital project coordinator: "there was no harm to patient. The event date was (B)(6) 2018. It is unknown if trocars were placed through the gelport. It is unknown if instruments were placed directly through the gelport." Patient status: no patient injury or illness occur associated with the complaint event. No harm to patient.

Manufacturer narrative:
The event unit is anticipated to return. A follow-up report will be provided upon completion of the investigation. This report is the follow up report for medwatch report # 2600320000-2018-8124.

Event description:
Procedure performed: laparoscopic low anterior colon resection with handsewn colonal anastomosis. Event description: while using the gelport laparoscopic system the physicians noticed that the pneumo was not staying at the level that is should be and kept dropping making it difficult to operate. They started looking at instruments and ports to determine if there was a leak somewhere and it was at this time that they noticed that the gelport has a hole in it and was causing them to lose pneumo. The gelport with the hole in it was removed and replaced with a new gelport that was functioning properly and continued the surgery without further incident. Date of event: (B)(6) 2018. Additional information received via email on 16nov2018 from hospital project coordinator: "there was no harm to patient. The event date was (B)(6) 2018. It is unknown if trocars were placed through the gelport. It is unknown if instruments were placed directly through the gelpor". Patient status: no patient injury or illness occur associated with the complaint event. No harm to patient.